Event description:
It was reported by the clinician that they were injecting contrast media into a patient. The contrast was noticed outside of the catheter body and outside the patient's vessel. In 2008 follow up information stated that the peripherally inserted central catheter (PICC) was placed in the patient's left basillic vein. They did an initial injection test at a low setting without incident. The contrast was injected at 3.5cc per second. As a result of the incident, they did not place another catheter.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.